Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: series of pir's for high potassium investigation customer states they do not feel there are any preanalytical factors that could have contributed. Lab number: (B)(4), potassium result at labtests 7.0 admitted to (B)(6) hospital potassium tested on heparin tested as 3.4. Lab number: (B)(4), potassum result at labtests 6.3 on the sst. Sst tube referred to adhb/labplus for confirmatory testing returned a result of 6.5 patient again admitted to hospital potassium tests 3.4 on heparin.

Manufacturer narrative:
H.6. Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and it was observed intact red blood cells and hemolysis in various aliquot samples depicted. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re- centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Potassium can be measured in serum, plasma (lithium heparin) or heparin-anticoagulated whole blood. Potassium is released from platelets during clotting. Therefore, plasma and whole blood concentrations are 0.1¿ 0.7 mmol/l lower than those in serum. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: series of pir's for high potassium investigation customer states they do not feel there are any preanalytical factors that could have contributed. Lab number (B)(6) potassium result at labtests 7.0 admitted to (B)(6) hospital potassium tested on heparin tested as 3.4. Lab number (B)(6) potassium result at labtests 6.3 on the sst. Sst tube referred to adhb/labplus for confirmatory testing returned a result of 6.5 patient again admitted to hospital potassium tests 3.4 on heparin.